Manufacturer narrative:
The reported condition of constant occlusion alarm was confirmed, due to a faulty phm (pump head module). The pump head module was replaced to correct the reported condition. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with the problem of "constant occlusion alarm". This problem was identified during bio-med testing in the bio med department. There was no report of patient injury or medical intervention necessary. No additional information is available. During baxter review of the event history on june 17, 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, the device clevis bent while attempting to collect tissue samples. No tissue samples had been collected with this device. It was reported that the forceps and scope were removed from the patient in tandem, and the procedure was completed with a different device. Reportedly there was no difficulty or resistance inserting the device into the scope, and device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).